Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.  In this case, the valve was reported to be degenerated, but no additional information was provided. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(6), as per literature article "valve in valve implantation of the corevalve evolut r in degenerated surgical aortic valves": from april 2013 to october 2017, 26 patients were treated for degenerated aortic prosthesis following surgical aortic valve replacement. All patients were discharged after the procedure. Among the results, the following was observed: patient #22:  7 years after the valve replacement with a 26mm sapien 3, an (B)(6) man received a corevalve evolut due to valve degeneration leading to stenosis and aortic regurgitation (grade ii).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.